Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, the patient reported experiencing elevated blood glucose and bent infusion set cannulas. Upon follow up with the patient on (B)(6) 2011, the patient also reported experiencing insulin leaking from the infusion site around the adhesive. Her blood glucose elevated to 250 mg/dl to hi on her blood glucose monitor. Her normal blood glucose range is 70-150 mg/dl. She stated she felt like her blood glucose was actually low and she was dizzy, shaky, and sweaty with a racing heart. She bolused through the infusion device but was unable to lower her blood glucose. She stated the infusion site had been in use for 1 day. She normally changes the infusion site every 4 days and the infusion tubing every 8 days. E4 (occlusion) error was displayed on one occasion. The patient did not require treatment from a health care professional or second party to address the issue. The infusion sets were replaced. The alleged product was discarded. No product will be returned for evaluation.